Event description:
It was reported that the manufacturer representative was in a case with healthcare provide who was doing a pne(peripheral nerve evaluation), placing lead on patient¿s left side of the body. The manufacturer representative states the stylet plastic piece broke off and they were unable to pull the stylet out. The manufacturer representative noted that patient wants to abort the trial. Additional information received clarified that the pne (peripheral nerve evaluation) lead stylet broke while pulling it out of the lead. Nothing fell inside that patient or was left inside the patient. The healthcare provider then removed the lead and the patient did not go home with any leads inside of them. The procedure was aborted and the patient was not being tested at this time. The lead was disposed of by the healthcare provider so nothing was being sent into the company.

Manufacturer narrative:
(B)(4).